Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, and 90% stenosed distal circumflex artery. A 2.5 x 28 mm xience prime stent delivery system (sds) was being advanced to the lesion: however, the stent caught on the side hole of the guiding catheter and the stent moved on the balloon. The device was removed and pre-dilatation was performed with an unknown 2.0 x 20 mm balloon catheter. A second 2.5 x 28 mm xience prime sds was advanced and there was still resistance and the device could not cross the lesion. The sds was removed and a 2.5 x 20 mm balloon catheter was used for pre-dilatation. The same xience prime was advanced to the lesion and successfully deployed to complete the procedure. It was reported that the procedure took over an hour to complete; however, there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Difficult to remove/guiding catheter resistance and stent movement were not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter.